Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was under delivering insulin. Customer was experienced hyperglycemia. Blood glucose value was 227 mg/dl customer gave herself a correction bolus 0.8 units. 3 hours blood glucose was 176 mg/dl when she checked it 3 hours ago it was went down to 175 mg/dl after at least 1.3 unit of bolus. Customer treated with manual injections. The customer did not experienced the symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activate at the time of event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.